Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag motor (serial number (B)(6) was returned for evaluation at the service depot following the reported event of the customer getting their equipment serviced to ensure that is functioning properly. Upon plugging the motor into the test console, the motor was not registering. An m2: motor disconnected alarm appeared on the display and was not able to be cleared. The motor was then forwarded to product performance engineering (ppe) for further evaluation. Ppe evaluation of the returned centrimag motor cable confirmed the alarm. Additionally, it was revealed that the internal conductor of the green (a1+/a1-) wire was broken, causing the m2: motor disconnected alarm. The root cause of the reported event was determined to be due to a broken conductor within the centrimag motor cable which is consistent with repetitive flexing of the cable over time. The device history records were reviewed for the centrimag motor (serial #: (B)(6) and the motor was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1 ¿appendix I ¿ console alarms and alerts¿ table 16 details how to properly interpret and troubleshoot all system alarms including m2, s3, f2, and f3 alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that investigation of the centrimag motor revealed an m2 motor disconnected alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section h9: updated. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a1-a4: there was no patient involved. No further information was provided. The manufacturer is closing the file on this event.